Event description:
The customer reported to siemens they obtained an erroneously depressed vancomycin (vanc) patient result on a dimension vista 500 intelligent lab system. The erroneous patient result was not reported to the physician. The same sample was reprocessed on the original dimension vista 500 intelligent lab system and a higher result was obtained, considered correct and not reported to the physician. The same sample was reprocessed on an alternate dimension vista 500 intelligent lab system and a higher result was obtained, considered correct and reported to the physician. There is no known reports of patient intervention or adverse health consequences due to the erroneously depressed vancomycin (vanc) result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed vancomycin (vanc) patient result obtained on a dimension vista 500 intelligent lab system. Siemens is evaluating the event.

Manufacturer narrative:
Additional information (17-oct-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files, and the information provided by the customer. Quality control (qc) recovery was within the customer¿s expected ranges, and no issues were reported with the other patient samples which ruled out the reagent issues. No instrument errors were observed. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2517506-2024-00241 was filed on 01-oct-2024.